Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified bilateral renal artery. After a stent placement, a 7.0mmx15mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.